Event description:
The report stated that when on the round ligament during a hysterectomy, no seal was made although an end tone, indicating a completed seal, was heard. The surgeon tried sealing again with the same result. A new device was opened and the surgery was completed with no other complications. There was no pt injury.

Manufacturer narrative:
A visual examination of the incident device showed no damage. The jaws of the instrument could be opened and closed without incident. The device was evaluated, and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. See scanned pages.